Event description:
It was reported by the customer that in bd pyxis¿ es server showed "insufficient quantity" and prevented a medication error in pulling the incorrect amount. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a medication error in pulling the incorrect amount of dosage. A technical support specialist stated that they provided the summary of findings regarding the orders in pyxis to the customer and assisted to setup to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
The following fields have been updated with corrected information: b5, d1, d2, d4, d5, h4 unknown this supplemental regulatory report is being submitted as part of a retrospective review of records dating (B)(6) 2022- (B)(6), 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(6) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(6) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the device had a medication error in pulling the incorrect amount of dosage. A technical support specialist stated that they provided the summary of findings regarding the orders in pyxis to the customer and assisted to setup to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that in bd pyxis¿ medstation es showed wrong dosage. The customer ordered 400mg rocephin in cerner. The pyxis showed 400gm with a message of insufficient quantity and prevented a medication error in pulling the incorrect amount. The nurse overrode the medication to pull the correct amount. There were no adverse events or injuries reported based on this incident.